Event description:
The customer reported that she experienced high blood glucose levels while wearing a pod. The pod was activated at 1:37 pm on (B)(6), and when she checked her blood glucose at 1:41 pm, the result was 243 mg/dl. She provided the following blood glucose history: see scanned table. She stated that the cannula on her pod did not deploy, and it was not outside of the pod. She did not provide further info.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the reported failure of the cannula to deploy. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot qualification records were reviewed, and the product lot met all acceptance criteria. The omnipod user guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result" and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow treatment advice of your healthcare provider." It advises, "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by our healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours ( a total of 4 hours), replace the pod."